Event description:
Customer reportedly passed out 30-45 mins following insulin administration. Customer's blood glucose result was 423 mg/dl on the advantage system. Within mins emt's arrived and obtained a result of 45 mg/dl on the professional device. The customer was treated with glucose and taken to the hospital, customer's symptoms improved. Requested return of suspect device and replacement was sent.